Event description:
It was reported the the right atrial (ra) lead was attempted, not implanted. When the physician opened, the box of the lead, he saw a distorted conductor near the tip of the lead. He attempted to insert the stylet and place the lead, but it was too difficult. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).